Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2020.

Event description:
The customer reported that when attempting to make changes to the settings, the values bounce back and forth. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed that the navigation ring was not responding to touch. The fse replaced the front bezel and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.